Manufacturer narrative:
H6: problem code 1504 for the reportable issue of balloon pinhole. H10: investigation results a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed and a pinhole was found at the distal end of the balloon. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 11:13 am CT.the report number is being corrected from: 3005099803-2018-61956 to: 3005099803-2018-61344.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the duodenal papilla during an endoscopic papillary balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, water leaked from the balloon. Reportedly, the balloon was removed from the patient and a pinhole was noted. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the duodenal papilla during an endoscopic papillary balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, water leaked from the balloon. Reportedly, the balloon was removed from the patient and a pinhole was noted. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.